Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). No product for pn 00770800010 ln 64701854 was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record for pn 00770800010 ln 64701854 identified no deviations or anomalies during manufacturing related to the reported event. Devices are used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event of a stuck dermacarrier cannot be confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that after surgery the device was found to have a bent comb and that the dermacarrier was stuck on the machine. No patient involvement. No delay to a procedure. No adverse events were reported as a result of this malfunction.